Event description:
A report was received that a pt's original leads had been explanted, due to infection.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.